Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of no image was confirmed during device evaluation. However, no definitive cause of no image could be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection, the following were found: perforation caused by endo therapy accessories, the scratches / erased marking due to repeatedly rubbing, chemical damaged, stain on pink rubber, bx channel punctured (biopsy or instrument channel), continuous bubbles coming from tip, a foggy image, one full broken element, unable to check image, dried fluid and heavy corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope image was not clear and went out in the middle of the ebus (endobronchial ultrasound) bronchoscopy. The issue was found during the procedure. The device was inspected prior to use. There were no error messages observed as a result of the failure. The procedure was completed with the same device. There were no reports of patient harm.